Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, the device logs were downloaded and 4 errors were found . Smoke and discoloration was also found. No other device problems were found. The device was scrapped.

Manufacturer narrative:
The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, discolored smoke was found in contamination findings. The device's event log was reviewed by the service center and error code found. Correction to this report, after further investigation of this report, it is determined that with this investigation the report is not reportable at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.